Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm abdominal aortic aneurysm two months ago. The aortic neck at the renal arteries measured 21.5 mm in diameter with 60 degree angulation. It was reported that the patient had an occlusion without evidence of a kink in the stent graft. The patient recently had a thrombectomy procedure performed for the removal of blood clots with the use of a fogarty catheter on the right side and the occlusion was resolved. The physician also implanted another manufacturer's 16x12x120 extension stent graft up to the level of the reia. A 26 mm aortic cuff from another manufacturer was also implanted because there was another area of thrombus proximally; however, the cuff did not full expand due to the amount of thrombus. The decision was made to implant 3 stents (14, 12, 12mm) on ipsilateral side and 1 stent (12mm) on contralateral side. There was additional thrombus on reia distally and an 8 mm smart stent was implanted on this side. The physician commented that the occlusion area was between the distal end of the right limb and the flow divider. There was a dissection was at the distal end of the right limb (contralateral side) due to limb's distal end, so thrombus might have accumulated and caused the occlusion; however, it was not possible to confirm the dissection. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), lack of information (unknown cause of occlusion). Evaluation, conclusion: lack of information (unknown cause of occlusion).